Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-14883. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment.  In this case, there was no allegation or indication a valve malfunction contributed to this adverse event. Investigation results suggest/indicate that it is possible that procedural factors (residual volume left in the balloon during delivery system withdrawal from the annulus) and patient factors (mild annular calcification) may have caused or contributed to the valve embolization with subsequent deployment in the descending aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), this was a tf tavr procedure for a 23mm sapien 3 ultra in the native aortic annulus. The patient has a tortuous horizontal aorta.  The sapien 3 ultra valve was deployed with nominal volume and landed in a 90:10 aortic/ventricular position with no paravalvular leak and was fully expanded. Once the pacer stopped, the commander delivery system was deflated and pulled back from the valve.  But there was still residual fluid in the balloon and as it was being pulled back out of the annulus, it caused the valve to embolize into the aorta. The embolized valve was dragged back to the descending aorta with the delivery system and implanted near the renal arteries. The valve was post-dilated and was in stable position. The delivery system was deflated without issues and removed through the esheath without difficulties.  It was decided to abort the case and bring the patient back at a later date for a tavr procedure via subclavian approach.  The patient was doing well post procedure. Upon removal, the delivery system was tested at the back table and it was able to be inflated and deflated without issues. No damage to the delivery system was observed. The devices were discarded at the facility. Per report, it is possible that post deployment the inflation plunger was inadvertently not held back long enough to fully deflate the balloon leaving extra contrast in the balloon (approximately half of nominal volume). This resulted in a longer deflation time, as well as the valve embolization. The time of inflation/deflation of the delivery system was approximately 10 seconds.